Event description:
Allegedly removed during revision surgery.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in another country.